Manufacturer narrative:
Event problem and evaluation codes: updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported per anvisa (B)(4) that the product is difficult to use, without sharped blade, with defective coupling requiring the patient to be punctured several times.